Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. A visual examination of the crimped stent found the stent had moved proximally on balloon and the crimped stent was damaged with struts distorted, stretched and lifted from the stent profile. Based on the complaint report and the analysis completed the damage most likely occurred during attempts to advance the device on the tuohy and the guide catheter, when the device got stuck on the guidewire. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved proximally on the balloon however crimp markings were evident on exposed distal portion of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple severe kinks on the hypotube. The device was returned on the guidewire which could only be removed after being left soaking in a 37°c waterbath. A visual and tactile examination found the inner and outer on the port bond stretched at 2 mm distal to guidewire exit port and for a distance of 8 mm distally. The midshaft was also stretched from the guidewire exit port for a distance of 19mm proximally. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system during attempts to remove the device from the guide catheter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2016-00767. It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.25 x 32 synergy¿ ii stent was prepped, was placed on a 182cm luge¿ guidewire and was advanced to the tuohy and guide catheter while outside of the patient's body. However, the synergy¿ ii stent delivery system (sds) would no longer advance and was "locked" on the wire. Several attempts were made to remove the sds but to no avail. A second 182cm luge¿ guidewire was then placed along the side of the wire within lad and the first luge¿ guidewire was removed intact with the sds as a unit. The procedure was completed with a 2.25 x 32 promus¿ premier stent. No patient complications were reported and the patient left the catheterization laboratory pain free.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as 2134265-2016-00767. It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.25 x 32 synergy ii stent was prepped, was placed on a 182cm luge guidewire and was advanced to the tuohy and guide catheter while outside of the patient's body. However, the synergy ii stent delivery system (sds) would no longer advance and was "locked" on the wire. Several attempts were made to remove the sds but to no avail. A second 182cm luge guidewire was then placed along the side of the wire within lad and the first luge guidewire was removed intact with the sds as a unit. The procedure was completed with a 2.25 x 32 promus premier stent. No patient complications were reported and the patient left the catheterization laboratory pain free.